Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the surgeon was satisfied with the registration, but during the surgery and navigating to known landmarks the surgeon felt inaccurate. The surgeon felt about 20 mm inaccurate superficially. There was no impact on the patient's outcome. A representative went on site and performed registration with a resin head using touch and trace. Both were successful in being accurate. 1 patient had point merge with all fiducials in a circle on the back of the head. 2 green points, 2 red points, and 4 yellow points.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the logs and archives provided were insufficient information to determine a root cause of the reported behavior. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.